Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic inspection revealed both conductor coils (anode and cathode) to be fractured approximately 21.6 cm from the terminal pin. This type of fracture is noted to be consistent with fatigue fractures.

Event description:
Additional information was received that during a revision procedure for the right ventricular (rv) lead, the physician attempted to laser lead extract this previous surgically abandoned ra lead. A portion of this lead was removed from the patient and the remaining portion was left in the superior vena cava. No adverse patient effects were reported.

Event description:
The explanted portion of this lead was returned to allow for reliability analysis.

Event description:
Boston scientific crm received information that the patient stated this right atrial (ra) lead was taken out of service due to noise and a possible fracture. No additional information is available at this time.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.